Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020 during the evening/night, she was getting high alerts for glucose levels above her high setting of 200 mg/dl. The first cgm reading was around 209 mg/dl. At that time, she entered her cgm value into her pump, giving herself insulin per the pump calculation, which she estimated was 0.9 units. She was woken two more times during the night with the cgm alerting that her glucose was even higher than the first reading. Both times she gave herself more insulin from her pump; she is unsure of the doses or the exact cgm readings. She felt very tired and went back to sleep. Her last memory is that at 10:00 am on (B)(6) 2020 she heard the phone ring but was unable to turn over to answer it. At 2:00 pm her husband came home and found her passed out in insulin shock. He checked her fingerstick bg which was 47 mg/dl and the cgm reading which was 298 mg/dl. She is unsure of the direction of the arrows on the cgm at the time. Her husband called emergency medical technicians (emts) who gave her a bag and a quarter of glucose via intravenous (IV) therapy. She woke up when the paramedics were there. She was taken to the hospital by ambulance. At the hospital her bg was around 130 mg/dl, so she was not given any additional glucose or other medication. She had blood work and a urine test done, along with monitoring of her blood pressure, which was high, and her bg. They gave her graham crackers and peanut butter. Her last bg value before she left the hospital was around 130 mg/dl. She was in the emergency room for 3-4 hours total and then released. At the time of the report she was at home and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.